Manufacturer narrative:
The caregiver did not wish to return the homechoice machine for evaluation.

Event description:
A customer contacted baxter's technical service center to report the home pt (hp) feels "overfilled" in dwell 1 of 5 with the homechoice (hc) machine. The hp also reported symptoms of abdominal discomfort, abdominal distention, abdominal bloating, and difficulty breathing. The caregiver (cg) provided the pt's therapy settings. The hp performs a manual day fill of 2000 ml (2.5% dextrose concentration). The hp has a tidal therapy with the hc machine (1.5% dextrose concentration). The total therapy volume is 9000 ml, total time: 9 hrs, fill volume: 2000 ml, tidal volume: 80%, and a last fill volume of 100ml. There are 5 cycles and the initial drain alarm is set to 0 ml. The comfort control temp is 35 degrees celsius, and there is no last manual drain. The initial drain volume for this therapy was 14 ml. The pt was then infused, in fill 1, with 1600 ml, according to the initial report. The technical service rep (tsr) assisted with a manual drain of the hp and the manual drain volume was 3977 ml. The tsr advised the cg to contact the peritoneal dialysis nurse regarding the initial drain alarm setting. The tsr also recommended that until the cg is able to reach the peritoneal dialysis nurse or the doctor, the hp should manually drain before connecting to the hc machine. The root cause of this overfill situation was determined to be the initial drain alarm set-point being set too low (0 ml) considering the manual fill of 2000 ml performed before therapy is initiated on the hc machine.